Event description:
It was reported that a high hv impedance, a decreased in pacing lead impedance, and low sensing were observed. The patient received inappropriate antitachycardia pacing due to a suspected t-wave oversensing. The device was reprogrammed to correct the oversensing. However, after the patient was induced, the device reported an error message, pulse widths truncated. The physician decided to cap the lead and replace the device.

Manufacturer narrative:
Na